Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic on (B)(6) 2020. It was noted upon interrogation that the right ventricular (rv) pacing lead impedance was higher than normal, r waves were elevated and capture thresholds were elevated though the patient was in sinus rhythm. The patient's rv lead was capped (B)(6) 2020 and replaced. The patient was stable before, during and post-procedure.